Event description:
It was reported that the patient¿s device was not working. The patient had no stimulation sensation and there was a loss of therapeutic effect. The patient was going to the bathroom more often. The patient first noticed these symptoms and the lack of stimulation sensation a day prior to the report. It was noted that the patient was able to increase their stimulation from 1.3 to 2.0 and comfortably feel the stimulation. It was further reported that the patient¿s stimulation was too strong at 2.0 when they were lying down and it was keeping them up. The patient was barely able to feel the stimulation at 1.9. The patient was having a loss of therapeutic effect and when they went to the bathroom on the morning of the day of report, they almost didn¿t make it. It was noted that the patient gradually noticed a change in where they felt the stimulation. The patient used to feel stimulation closer to the vagina but was now feeling it in the butt.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va09eq2, implanted: 2014 (B)(6); product type lead. (B)(4).